Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the suture broke at the junction point between white suture loop and posterior suture. An additional proglide device was used for successful suture placement using the preclose technique. Hemostasis was achieved using the pre-placed sutures from proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported link/suture break was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.